Manufacturer narrative:
(B)(4). Review of the lot history record did not reveal any non-conforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned device noted blood on the coils and black polymer coating and there was no contrast visible which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. The outer diameter of the solder joints were measured with a hole gauge and met manufacturing criteria. The outer diameter of the guide wire proximal to the hypotube was measured with a laser micrometer and met manufacturing criteria. Resistance between the guide wire and the non abbott balloon catheter can occur due to, but is not limited to, inner diameter of the guide wire lumen of the catheter, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. In this case, the non abbott balloon catheter used in the procedure was not returned which could have aided in the evaluation. In some instances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing, and/or pushing/pulling is required, the clearance between the wire and the non abbott balloon catheter can be reduced to an undesirable level and cause resistance between devices. In this case, the lesion was described as heavily calcified and the vessel was tortuous which could have contributed to the reported difficulty. Analysis confirmed the reported guide wire separation as the core was separated at the distal end of the hypotube. There was a small piece of core visible in the hypotube at the separation. The core was in a pigtail shape a the proximal end of the separation for a length of 6 cm, which is the result of the guide wire separation as no damage was reported during inspection prior to use. Scanning electron microscope analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. It was noted that there was core extending out the hypotube, indicating the hypotube was properly attached to the core. A hypotube being over pulled or over bent would require it to be trapped within the vessel or another device in order to create the required forces to cause a separation. In this case, it was reported that resistance was felt during removal of the non abbott balloon catheter and the guide wire separated. The non abbott balloon catheter and the separated guide wire were successfully removed from the anatomy together. It is possible that during removal of the guide wire that a bend could occur that would later fracture and contribute to the separation of the guide wire. The guide wire separation is most likely the result of the resistance between the guide wire and the non abbott balloon catheter. The instructions for use states: do not: 1) push, auger, withdraw, or torque a guide wire that meets resistance. 2) torque a guide wire if the tip becomes entrapped within the vasculature. 3) allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial actions as needed. The reported resistance of the guide wire with other devices and guide wire separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs 100% outer diameter inspection and performs a non-destructive hypotube junction pull test prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during the procedure in the heavily calcified and tortuous circumflex artery, the xience v stent system could not cross to the lesion. The device was removed and another xience v stent system was advanced and deployed successfully. An unsuccessful attempt was made to advance a non-abbott dilatation catheter for post-dilatation. During removal of the catheter, resistance was felt; therefore, an attempt was made to remove the catheter and balance middleweight (bmw) guide wire as a single unit. During the removal, the guide wire separated. The dilatation catheter and the separated guide wire were successfully withdrawn from the anatomy together. A new bmw guide wire was inserted and the procedure was completed successfully. There was no intervention and no adverse patient effect. The event did not cause a significant clinical delay in the procedure. Though requested, no additional information was provided.